Event description:
It was reported that right ventricular (rv) lead conductor integrity suspected of being compromised due to the observed rise in threshold measurements at 3.5v and a steady rise in pace impedance measurements from approximately 500 ohms to greater than 1,300 ohms. Rv pace impedance measurements fluctuated but remained within normal range. Subsequently, this rv lead was scheduled for lead revision. During the revision, the stylet was unable to be extended through to the tip, encountering resistance approximately 3-5 centimeters (cm) before the shocking coil. Additionally, the helix could not be able to be retracted, and a portion of the helix remained in the myocardium upon lead explant. It was noted that ICD was also replaced during this procedure. Visual inspection of the removed lead revealed damage directly above the coil, but the physician believed it was related to explant. It was presumed that the cause of the impedance observations was likely a little higher up on the lead. No additional patient adverse effects were reported. This rv lead is expected to return for analysis.